Event description:
The physician obtained access via the right groin and went contra lateral with a 7f-45 sheath to the left side. There was severe stenosis to the proximal and distal sfa; very tight, calcified lesions. The physician attempted to go in with an evercross balloon but it would not cross; therefore, the physician decided to use a 4x120x170 rapidcross balloon. When the physician advanced the balloon into the proximal sfa, the balloon became hung up on the calcium, and he was having a hard time pulling the balloon out. That is when the balloon came off the shaft. After several unsuccessful attempts to remove the balloon, the patient was sent to surgery to have it removed. The patient was sent to surgery to have balloon removed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the rapidcross catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter was separated at the proximal edge of the junction bond of the green inflation shaft, the teal guidewire lumen (inner shaft) and the clear (outer) shaft. The balloon chamber was not received. The fracture faces exhibited material deformation. Both the clear outer shaft and the teal inner shaft exhibited a longitudinal tear extending their entire (received) length.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.